Event description:
On april 8, 1999, an acist field specialist was informed of two adverse events that had occurred at a hospital, sometime in february 1999. This MDR addresses the first event (21343243-1999-00002) where the patient had to be resuscitated. In each event, air was injected into the coronary arteries during a coronary angiogram procedure performed with a cl100 acist angiographic injector, d-1000 and h-1000 disposable kits. One patient had no adverse effect, but another had to be resuscitated. Neither patient suffered further medical sequelae. The acist unit was taken out of service. Neither the physicians involved nor the hospital informed acist of the events. The acist field specialist discovered the events from a nurse at another hospital (who also worked at the hospital where the events occurred).